Manufacturer narrative:
Further information has been requested but no response has been received. The user facility uses a third-party service provider for repair and has decided to not disclose any information and contact information of the third-party service provider. No ventilator logs or information about the current status of the ventilator have been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator did not deliver any tidal volume. The patient became desaturated. The ventilator was replaced with another ventilator. The patient's blood oxygen level returned to normal level. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).